Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had kinks on the length of the pusher assembly. The embolization coil was intact with the pusher assembly. Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coils winds along the embolization coil. If the device forcefully advanced against resistance, damage such as this may occur. During functional testing, the smart coil was re-sheathed with a demonstration introducer sheath. The smart coil was then advanced through the introducer sheath and a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one smart coil and seven other coils into the target vessel using the microcatheter. While advancing another smart coil through the microcatheter, the smart coil became stuck approximately a few centimeters out from the distal tip of the microcatheter. Therefore, the smart coil and microcatheter were removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.